Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's impedance check was normal. The patient stated she has periodic burning/stabbing in their pocket since the date of their implant. Their doctor prescribed a lidoderm patch. The patient's programming was reconfigured to low density programming for a1-right low back/leg and a2-left low back/leg. The patient stated their stimulation is covering all areas of their pain and noticed an improvement in low back/leg pain. The patient is satisfied with the results of today's visit. Overall the patient is very happy she has the ins, which enabled her to increase her physical activity. No further complications were reported. No additional patient symptoms were reported.